Event description:
Patient was treated with novasure ablation sytem. After removing the novasure handpiece from patient's uterus it was noted that the plastic sheath was wrinkled as though it had warped or melted.====================== health professional's impression======================not applicable====================== manufacturer response for impedance controlled endometrial ablation system- disposable device, impedance controlled endometrial ablation system- disposable device======================awaiting response